Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that when the pump was interrogated on (B)(6) 2016 it was shown to have stalled on the (B)(6) at 08:00 and recovered on the (B)(6) at 06:00. The patient was placed on oral baclofen as needed. No withdrawal symptoms were noted. Surgical intervention was planned but not scheduled and the issue was not resolved at the time of this report.

Manufacturer narrative:
Analysis of the pump found a motor/feethrough anomaly and shorting across the insulator. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a manufacturer's representative on 2017-jan-18. On (B)(6) 2017, the pump and catheter were explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal (500 mcg/ml at 93.39 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On 27-dec-2016 it was reported that the patient heard the critical alarm. It started to sound every 10 minutes on (B)(6) 2016. It stopped at 6 am on (B)(6) 2016. The pump was checked and it showed the pump stopped and started to work again. Her report showed a motor stall. She was not around any magnets or anything electronic. The patient was told to go home and if it alarmed again the pump would need to be replaced. On (B)(6) 2016 the alarm sounded again for a few hours and stopped. The pump was going to be replaced. The patient had no symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.